Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient developing an infection and skin necrosis at the magnet site. The electrode array was left insitu to preserve the cochlea for future implantation.

Manufacturer narrative:
This report is submitted on april 21, 2017.